Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis indicated that the guidewire was removed from the lead without any difficulty. In addition, no insulation damages were observed and the lead passed pressure test. Moreover, the lead met specifications.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not implanted successfully due to lead insulation damage. It was noted that the guidewire was stuck in the lead. Additional information indicates that the conductor was not exposed. The lead and the wire were returned. This lv lead was never in service. No adverse patient effects were reported.